Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was no abnormality in the impedance after surgery on april 4, but when the impedance was measured during stimulation from april 15 onwards, some areas were found to be over 10,000 ohms. The possible contributing factors were unknown. When measuring the impedance, it was recommended to measure at 1.0 ma instead of using the automatic measurement, and the physician said they would monitor the situation. The issue was resolved at the time of this report. No patient complications were reported as a result of this event.